Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the system application was not launch. A technical support specialist installed 10000405461-00 remote support service agent 4.12 software to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system station was stuck at the windows desktop screen and software was failed to launch. The customer reported that there was a delay in dispensing medication to the patients. There were no adverse events or injuries reported based on this event.